Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional and patient reported left side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: not observed openings during analysis. No other observations observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional and patient reported left side deflation. The device has been explanted and replaced.

Event description:
Healthcare professional reported left side no complaint against the device. Patient later reported deflation. Healthcare professional also reported deflation. The device has been explanted and replaced.

Manufacturer narrative:
Correction to g3 of initial medwatch: jan 25, 2024. Additional, changed, and/or corrected data: a5, a6, b5, d4, g3.